Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5 13.2, -13.00 diopter, implantable collamer lens into the patient's right eye (od) in (B)(6) 2023. Refractive surprise and excessive vault were observed. Lens remains implanted. Cause of the event is reported as unknown. Problem not resolved. Additional information has been requested but none has been forthcoming.